Event description:
It was reported that after an mis spine procedure, it was noted that the bur broke when the user tried to remove it from the attachment. It was also reported that there was no adverse consequences and no delays as a result of this event.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specs were met. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.